Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Patient reported left side "possible fluid build up in implants" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.